Event description:
It was reported that the ground path was compromised on the power cord due to the sheathing being torn. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.